Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The service agent replaced the lcd display and the user interface pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.